Event description:
The customer reported that the battery life of their pump was depleting rapidly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.